Manufacturer narrative:
Pending investigation. D10: integrip cc, cluster 52mm (cat# 186-01-52 / serial# (B)(6)). Biolox delta femoral head 32mm od, -3.5mm (cat# 170-32-93 / serial# (B)(6)).

Event description:
As reported, a patient is scheduled for a hip revision for an unknown reason. Per images received it was noticed that patient experienced prosthesis wear and loosening of femoral stem. X-ray and image received. The devices are not available for evaluation. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h1, h6. MDR section codes updated/corrected: b, c, d, g. Implant/explant dates are unknown. The most likely underlying cause for the incident reported is acetabular liner prosthesis wear. The extent and cause of the prosthesis wear cannot be determined because the devices were not returned for evaluation, no images were provided, and limited information was available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.